Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the lead screw and clutch halves, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.